Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 400 mg/dl. Reportedly during troubleshooting with tandem technical support, the customer was adding or removing insulin outside the loading sequence, and was educated that this is considered off label. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from the cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.